Manufacturer narrative:
After the case, the machine was powered off normally. The unit was powered back on and they calibrated the o2 sensor. They tested operation by moving flow and fio2 on the ccm. All tracking and numbers were appropriate throughout testing. They are going to continue using the unit for future cases. They are not requesting service on this unit. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be field accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the alert "gas system knob adjust only" appeared on central control monitor (ccm) screen. The oxygen and flow display of the ccm were appropriate. The device was not changed out, as the perfusionist found that he could manually adjust the flow and fraction of inspired oxygen (fio2) knob on the electronic patient gas system (epgs). The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.